Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to the 400s (mg/dl) for approximately 1 week. Customer changed pump supplies and administered boluses with the pump to treat bg levels. Reportedly, customer noted a small white area on the end of the infusion set cannula when changing infusion site on (B)(6) 2016; however, customer was unable to identify what the white area was or provide additional detail. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to contact health care provider to discuss diabetes management. Customer indicated that they may go to the emergency room for evaluation. Despite multiple follow-up attempts by tandem technical support, no additional information was provided.